Event description:
Study event. Device malfunction: none. Symptoms/ae: seizures/hyperperfusion syndrome. Time of symptoms: after the procedure. It was reported that during a right internal carotid artery stenting procedure, the physician noted sluggish flow through the embolic protection system. He aspirated the debris with an export catheter which resulted in brisk flow through the protection device. Six hrs post procedure, the pt was unresponsive. The following day, he experienced multiple seizures and was treated with phenytoin and ativan. The CT scan of the head was negative and hyperperfusion syndrome was suspected. The seizure activity stopped and the pt improved neurologically the next day. He was discharged to a skilled nursing facility eight days later. Although requested, there is no additional information available.

Manufacturer narrative:
The pt and device codes were coded by the manufacturer. The rx acculink referenced is being field under MFR # 3004742046-2007-00291 and rx accunet referenced is being filed under MFR # 3004742046-2007-00290. The device remains in the pt. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.